Manufacturer narrative:
(B)(6). Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the ventricular perforation was attributed to procedure factors (perforation with the guidewire). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards australian affiliate, during the transaortic tavr procedure, the patient suffered a ventricular perforation due to perforation with the guidewire. Initially, transaortic access was performed. The valve was implanted routinely. Post implant immediate hypotension was investigated on toe. There was a question as to a right ventricular tamponade plus effusion, though surgically nothing was visible. A mini sternotomy was performed but still the source was unable to be identified. A full sternotomy was performed and a perforation was detected in the left ventricle anterior wall, which was thought to be wire related. The chest was closed and the patient was transferred to the ICU in stable condition. One day post procedure the patient was noted to be doing well. The patient was successfully extubated and was on track to be transferred out of the ICU on the same day.